Event description:
It was reported that the surgeon inserted an icm120v4 12.0mm implantable collamer lens in the right eye on (B)(6) 2008 and the lens was explanted on (B)(6) 2011 due to low vault. Lens opacity was noted.

Manufacturer narrative:
(B)(4).